Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision surgery was performed on (B)(6) 2013 due to unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4) - product has been requested, but not returned yet. Upon receipt of items and completion of evaluation, an MDR follow-up will be submitted to the FDA.

Manufacturer narrative:
The returned components were evaluated. The lack of bony ingrowth on the returned recap shell suggests that the part had not gained enough secondary fixation within the host bone and subsequently may have been loose within the patient¿s acetabulum. The presence of burnishing is in support of this, although it may also have been a result of the extraction procedure. The articulating surfaces of the returned parts are in good condition, with only very minor superficial damage. The faint wear stripes on the femoral head may be the result of reduced head coverage and subsequent edge loading of the part against the rim of the shell, or by subluxation due to joint laxity. This has previously been shown to occur if there is a deviation from the recommended inclination and / or anteversion angle within the recap surgical technique or if there is a degree of joint laxity or subluxation. Despite the above observations, without a defined reason from the surgeon for the revision of the components, a surgical report or any radiographs for alignment and positioning assessment, a reason for failure of the parts cannot be determined.